Manufacturer narrative:
(B)(4): a philips field svc engineer found a faulty battery while servicing another device. The battery had a degraded rubber contact and intermittently caused a test defibrillator to turn off when moved. The complaint is still under investigation. A f/u report will be submitted once the investigation is complete.

Event description:
A philips field svc engineer found a faulty battery while servicing another device. The battery had a degraded rubber contact and intermittently caused a test defibrillator to turn off when moved.